Event description:
It was reported that there was a programmer generated report received to check the right ventricular (rv) lead. This lead remains in service. No adverse patient effects were reported.